Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a meal announcement, the user experienced a low-glucose event with a nadir of 73 mg/dl and received an urgent low alert, prompting oral glucose intake; the event was categorized as low glucose with cause unclear, and troubleshooting and education were completed, including counsel not to treat until below 70 mg/dl so the system can adapt. Symptoms included lightheadedness consistent with hypoglycemia. Outcomes included no progression below 70 mg/dl and no need for medical intervention or hospitalization. Investigation included case review and user education regarding treatment thresholds. Investigation of this case revealed no device malfunction or component failure and identified user-initiated treatment above 70 mg/dl as a contributing factor, with the physiological low attributed to hypoglycemia of unclear cause. It was concluded, based on established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.